Manufacturer narrative:
This spontaneous case through social media describes the occurrence of fallopian tube perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and urethra"), device breakage ("has undergone 12 operation to retrieve the shards"), gastrointestinal injury ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and urethra"), bladder perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and urethra"), kidney perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and urethra") and urethral perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and urethra") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), gastrointestinal injury (seriousness criterion intervention required), bladder perforation (seriousness criterion intervention required), kidney perforation (seriousness criterion intervention required), urethral perforation (seriousness criterion intervention required), pelvic pain ("chronic pain / unbearable pain"), fatigue ("severe fatigue"), musculoskeletal pain ("musculoskeletal pain") and autoimmune disorder ("development of autoimmune diseases"). The patient was treated with surgery (essure removal, has undergone 12 operation to retrieve essure shards and repair perforation). Essure was removed. At the time of the report, the outcomes for fallopian tube perforation, gastrointestinal injury, bladder perforation, kidney perforation, urethral perforation, pelvic pain, fatigue, musculoskeletal pain and autoimmune disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, fallopian tube perforation, gastrointestinal injury, kidney perforation, bladder perforation, urethral perforation, fatigue, musculoskeletal pain, autoimmune disorder or device breakage. The reporter commented: a bomb in the abdomen, she has undergone 12 operations to retrieve the shards, to repair perforated bladder, intestine, kidneys and urethra. The following amendment was made: event "device breakage" added, malfunction field updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of fallopian tube perforation ('tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra'), device breakage ('has undergone 12 operation to retrieve the shards'), gastrointestinal injury ('tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra'), bladder perforation ('tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra'), kidney perforation ('tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra') and urethral perforation ('tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), gastrointestinal injury (seriousness criterion intervention required), bladder perforation (seriousness criterion intervention required), kidney perforation (seriousness criterion intervention required), urethral perforation (seriousness criterion intervention required), pelvic pain ("chronic pain / unbearable pain"), fatigue ("severe fatigue"), musculoskeletal pain ("musculoskeletal pain") and autoimmune disorder ("development of autoimmune diseases"). The patient was treated with surgery (essure removal, has undergone 12 operation to retrieve essure shards and repair perforation). Essure was removed. At the time of the report, the fallopian tube perforation, gastrointestinal injury, bladder perforation, kidney perforation, urethral perforation, pelvic pain, fatigue, musculoskeletal pain and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, bladder perforation, device breakage, fallopian tube perforation, fatigue, gastrointestinal injury, kidney perforation, musculoskeletal pain, pelvic pain and urethral perforation with essure. The reporter commented: a bomb in the abdomen, she has undergone 12 operations to retrieve the shards, to repair perforated bladder, intestine, kidneys and urethra. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of fallopian tube perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra"), device breakage ("has undergone 12 operation to retrieve the shards"), gastrointestinal injury ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra"), bladder perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra"), kidney perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra") and urethral perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), gastrointestinal injury (seriousness criterion intervention required), bladder perforation (seriousness criterion intervention required), kidney perforation (seriousness criterion intervention required), urethral perforation (seriousness criterion intervention required), pelvic pain ("chronic pain / unbearable pain"), fatigue ("severe fatigue"), musculoskeletal pain ("musculoskeletal pain") and autoimmune disorder ("development of autoimmune diseases"). The patient was treated with surgery (essure removal, has undergone 12 operation to retrieve essure shards and repair perforation). Essure was removed. At the time of the report, the outcomes for fallopian tube perforation, gastrointestinal injury, bladder perforation, kidney perforation, urethral perforation, pelvic pain, fatigue, musculoskeletal pain and autoimmune disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, fallopian tube perforation, gastrointestinal injury, kidney perforation, bladder perforation, urethral perforation, fatigue, musculoskeletal pain, autoimmune disorder or device breakage. The reporter commented: a bomb in the abdomen, she has undergone 12 operations to retrieve the shards, to repair perforated bladder, intestine, kidneys and urethra. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case through social media describes the occurrence of fallopian tube perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra"), gastrointestinal injury ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra"), bladder perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra"), kidney perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra") and urethral perforation ("tube perforations / migration of the inserts into the body and perforated bladder intestine, kidney and uretra") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion intervention required), gastrointestinal injury (seriousness criterion intervention required), bladder perforation (seriousness criterion intervention required), kidney perforation (seriousness criterion intervention required), urethral perforation (seriousness criterion intervention required), pelvic pain ("chronic pain / unbearable pain"), fatigue ("severe fatigue"), musculoskeletal pain ("musculoskeletal pain") and autoimmune disorder ("development of autoimmune diseases"). The patient was treated with surgery (essure removal and repair perforation). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, fallopian tube perforation, gastrointestinal injury, kidney perforation, bladder perforation, urethral perforation, fatigue, musculoskeletal pain or autoimmune disorder. The reporter commented: a bomb in the abdomen, she has undergone 12 operations to retrieve the shards, to repair perforated bladder, intestine, kidneys and urethra. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.